Manufacturer narrative:
H3: no product was returned for analysis; however, a picture was attached. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The customer issue was confirmed through the analysis of the pictures provided and the reported leakage was caused by a broken locknut (pn: 500-093) on the subassembly (pn: 10023796-001). However, without the return of a physical sample related to this complaint, a comprehensive failure investigation cannot be performed, and the probable cause cannot be conclusively determined. The device history record of reported lot was reviewed, and it was confirmed that no non-conformities were reported during production.

Event description:
An email was received regarding a logical@84in (213cm) single monitoring kit with list number mx9605a and lot # 6073742. It was stated in the report that the doctor discovered that the product was leaking.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was leaking. There was no patient involvement.